Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The right atrial lead exhibited loss of capture and it was discovered the lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
.